Event description:
On (B)(6) 2014 the customer reported that this right ventricular (rv) lead was fractured. This lead was disabled and is no longer in service. No adverse pt effects were reported. The lead was electrically, actively implanted for approximately 10 years, 3 months.

Manufacturer narrative:
The lead remains in the pt disabled and is no longer in service, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt events were reported. The event will be re-evaluated if additional info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the med literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.